Manufacturer narrative:
Follow-up #1 date of submission 09/10/2015-product analysis: the device was returned and evaluated by product analysis on 08/21/2015 with the following findings: the complaint could not be duplicated with investigation. Review of the pump¿s black box revealed unexplained rebooting events. A battery compartment crack was observed. The battery cap was undamaged. The battery cap was able to properly secure to the pump without a power issue. The pump successfully completed a prime sequence and 24-hour exercise test without issue or alarm. No damage or defect was found to the pump¿s internal components.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue. It was reported the patient¿s blood glucose was above 250 mg/dl and below 500 mg/dl with small ketones. The alleged health event does not qualify as a serious injury. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.